Event description:
The report received via (B)(4) indicated that: "physician was placing a central line. As she was retracting the guidewire, it was noted to be frayed and coming uncoiled. The procedure had to be stopped and hemostats were used to pick up fragments that had come off the guidewire." Additional information has been requested.

Manufacturer narrative:
(B)(4). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During retraction of a mini guidewire while placing a central line, the wire was reported to be frayed and coming uncoiled. The procedure was aborted and hemostats were used to remove fragments that had come off the guidewire. Multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. Review of lot 16050128 revealed no anomalies, nonconformance¿s nor excursions during the manufacturing and inspection processes. No other issues were noted that were considered potentially related to the reported complaint without return of the device for analysis, the reported complaints ¿mini guidewire-fractured/separated in patient¿ and ¿mini guidewire-unraveled/stretched¿ could not be confirmed and an exact cause could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Therefore, no corrective actions will be taken at this time.